Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the scs ipg site due to the ipg location. Follow up identified surgical intervention was taken and the patient's scs ipg was repositioned to sit flat in the pocket. Reportedly, the patient was doing well postoperative.